Event description:
It was reported that the endotracheal tube cracked during use in a patient. The nurse heard the ventilator alarms going off, checked the cuff pressure and noticed it was down to 10 mmhg. The nurse looked into the patient's mouth and observed that the tubing was split. No patient injury occurred. The patient was extubated and re-intubated with a new endotracheal tube. The patient is currently in stable condition. It is unknown as to how long the patient was intubated prior to this incident.

Manufacturer narrative:
The actual product was evaluated. No packaging was received with the sample and the product does not contain a lot number identification. The sample was received with a significant amount of biologic matter inside the endotracheal tube and on the deflated cuff. It was not possible to remove all of this during decontamination. It is not possible to review the device history record s as a lot number was not provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The sample was received with the inflation almost completely detached. During the course of handling for decontamination, the line fully detached. The line was severed at approximately 4cm from the point of insertion into the endo tracheal tube wall. The detached portion of the inflation line measures approximately 16cm from the base of the inflation indicator. The severed edges were jagged and torn. Based on the complaint comments and the location of the tube separation, it was presumed that this was the portion inside the patient's mouth. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).